Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd safe-clip¿ is not sharp enough and chews its way through. The following information was provided by the initial reporter: the click is not sharp and it kind of chews its way through, then won't cut at all. Is this just a bad batch?

Event description:
It was reported that the bd safe-clip¿ is not sharp enough and chews its way through. The following information was provided by the initial reporter: the click is not sharp and it kind of chews its way through, then won't cut at all. Is this just a bad batch?

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed. As nypro, mx is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1075001, medical device expiration date: na, device manufacture date: 27-sep-2021, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.